Event description:
Per the clinic, the patient experienced headaches around the implant site. The patient was placed under general anesthesia on (B)(6) 2020 in order to explant the device. There are no plans to reimplant the patient with a new device as of the date of this report.